Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. Product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had not had a bowel movement and she thought that was old, but she didn't eat much on (B)(6) and was nauseous. The patient noted she was experiencing pain at one of the incisions, and most likely the pocket since she stated it was not the incision where the wires were coming out of. The patient stated she there was dried blood on the patch. Additional information from the patient on (B)(6) report they had an infection around the incision. Additional information from the patient on (B)(6) reported they believed the pocket was infected. Additional information from the patient on (B)(6) reported she had an infection and needed to take antibiotics which may have caused constipation. Additional information from the patient on (B)(6)reported they finally had a bowel movement. Additional information from the healthcare professional (hcp) on (B)(6) reported the patient did have an infection in the pocket and was started on an antibiotic and it infection was resolved. It was noted the patient was implanted and everything was resolved. There were no further complications that have been reported as a result of this event.